Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer has been using insulin pump system within 48 hours of reported high blood glucose event.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. Device uploaded properly using care link. Inserted a test p-cap and a water filled reservoir into the reservoir compartment. Device recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a unit fill cannula, the water exited the infusion set during the unit fill cannula delivery. Programmed multiple test boluses. All boluses delivered properly with water exiting the infusion set. The test boluses were also recorded in the device daily history screen. No bolus anomaly noted. Device had minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 598 mg/dl at the time of incident and current blood glucose level was 118 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated with manual shots, insulin drip. Troubleshooting was done for high blood glucose. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.